Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable guide pin was broken. The issue occurred during preparation for use. There were no reports of patient harm.